Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a neonate patient (age & gender unknown), the device would not go into sync mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 serial # updated, h4 updated, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed sync markers were appearing in lead ii for approximately 30 seconds before they were no longer shown. The user then changed view to pads and the device was able to observe sync markers from the ECG signal and allowed a successful shock. The operators guide instructs that: if the sync marker does not appear over the r wave, select a different ECG lead. It is important to note that sync is a feature of the device and therapy is always available to the patient. This report was inadvertently submitted. Analysis of reports of this type has not identified an increase in trend.